Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 10-dec-2023, implanted: (B)(6) 2020, explanted: (B)(6) 2021, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 13-feb-2024, implanted: (B)(4) 2020, explanted: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection at the lead site after medical procedure near the leads. The medical procedure was unrelated to the deep brain stimulation (dbs) system. The entire dbs system was explanted, and the event was resolved. The patient was implanted for essential tremor.